Manufacturer narrative:
The medium-large clip applier instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer stated the tip articulation was stiff resulting in the surgeon having a hard time applying clips with the medium-large clip applier instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while loading the clip and using it inside the patient. The surgeon struggled to clamp on a vessel or tissue. The instrument seemed stiff, not smooth movement. It occurred several times during the procedure. Instrument has been returned to isi for analysis however no photos or videos are available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis (fa). Fa was not able to confirm/reproduce the reported complaint. The instrument was tested on an in-house system showing 99 lives remaining. The instrument passed clip test, recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. There was no physical damage. There was no problem detected. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues.

Event description:
Refer to h11 for follow-up information.